Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 3:36 am for a low blood glucose level of 25 mg/dl. The doctor stated that the patient is unresponsive. The patient was not in a vehicular accident. It is unclear what cased the low blood glucose. The doctor called to inquire how to change the settings on the customer's insulin pump. The doctor stated they will call back for setting adjustments. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.